Event description:
A (B)(6) male pt called zoll customer support to report that history battery charger/modem was not charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering on) has been confirmed. Upon investigation there was contamination on the bedside and battery boards. The root cause of the contamination was liquid ingress. No adverse event resulted from the liquid contamination. The pt received a replacement battery charger/modem.